Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited scraps were present in the biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scraps was present in the biopsy channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.